Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date, possibly (B)(6) 2017, and the mesh was implanted. Ten hours after the procedure, the patient was admitted to the hospital due to bleeding from the artery, "a. Obturatorius dext." The patient experienced blood loss at 1000ml. Coiling and embolization of the vessel procedure is in question for (B)(6) 2017. Additional information will be requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/18/2017 additional information corrected information attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications will the product be returned? What is physician¿s opinion as to the etiology of or contributing factors to this event? What procedure was performed and what was the approach (open, laparoscopic or other) were there any concomitant procedures performed? The source and triggering event of bleeding? Was the anatomy such that the surgeon could not identify the area of the artery? Was any abnormality of the device noted prior to, during or after the procedure? What is the patient¿s current status?

Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure: - age 55 y, weight (B)(6) kg. Height 167. Bmi 25. Date of initial surgical procedure - (B)(6) 2017 the diagnosis and indication for the initial surgical procedure? - stress urinary incontinence what were current symptoms following the index surgical procedure? Onset date? - 7 hours from time of initial surgery ((B)(6) 2017) , re-admitted because of lower abdominal pain and vertigo other relevant patient history/concomitant medications - medical treated for hypertension, otherwise healthy. Will the product be returned? - remains in the patient. What is physician¿s opinion as to the etiology of or contributing factors to this event? - aberrant vascular formation what procedure was performed and what was the approach (open, laparoscopic or other) - retropubic midurethrally insertion of a mesh in local anaesthesia (120 ml) with exit 2 cm from the abdominal midline 1 cm above the symphysis bilaterally. Were there any concomitant procedures performed? - no. The source and triggering event of bleeding? - according to a angiography: a branch from the right aa. Obturatorius. Was the anatomy such that the surgeon could not identify the area of the artery? - due to the blind passage of the trochar through he retropubic space: yes was any abnormality of the device noted prior to, during or after the procedure? - no what is the patient¿s current status? - aside from being tired she appears to have recovered completely without any long-term sequelae. The effect on the operation on her incontinence symptoms is currently unknown.